Manufacturer narrative:
Non-invasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. Monitoring respiration rate from photophlethysmogram (masimo rrp) is indicated for adult and pediatric patients greater than two years old. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. Although there was no reported injury with this event, if the report of shorting and smoke were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Customer reported electrical failure. Power plug shorted and smoke coming from plug. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).